Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display corners and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 248 mg/dl. The insulin pump had been worn in the bra and was exposed to sweat. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.